Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the flow rate was found out of specification after test at 125 ml/hr yielded 117.939 ml, error rate of -(B)(6). A review of the event history log could not confirm the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be out of specification pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had the accuracy off after preventive maintenance testing. Event occurred during setup at the biomedical service department. There was no patient involvement. No additional information is available.